Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed, and a 31mm watchman flx pro closure device was selected to be used. Post procedure, the patient had low blood pressure. A baseline pericardial effusion was present and was noted to have increased in size on both intracardiac echocardiography (ice) and transthoracic echocardiography (tte). Pericardiocentesis was performed and 250cc of fluid were drained. The patient was discharged the following day without further issue and is expected to fully recover.

Manufacturer narrative:
The device was not returned for analysis as the device remains implanted; therefore, a technical analysis could not be performed. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed, and a 31mm watchman flx pro closure device was selected to be used. Post procedure, the patient had low blood pressure. A baseline pericardial effusion was present and was noted to have increased in size on both intracardiac echocardiography (ice) and transthoracic echocardiography (tte). Pericardiocentesis was performed and 250cc of fluid were drained. The patient was discharged the following day without further issue and is expected to fully recover.